Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by MFR: the ranger was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 130mm in length and extended from a position of 130mm proximal of the distal markerband. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube shaft found no issues with the shaft.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the long segment of superficial femoral artery was occluded, about 19 cm. A 6x200mm, 150cm ranger balloon catheter was advanced for dilation. During the procedure, the balloon ruptured when reached 10 atmospheres. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported the 65 % stenosed target lesion was located in the mild tortuous and mild calcified artery. The balloon ruptured upon second inflation.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the long segment of superficial femoral artery was occluded, about 19 cm. A 6x200mm, 150cm ranger balloon catheter was advanced for dilation. During the procedure, the balloon ruptured when reached 10 atmospheres. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the long segment of superficial femoral artery was occluded, about 19 cm. A 6x200mm, 150cm ranger balloon catheter was advanced for dilation. During the procedure, the balloon ruptured when reached 10 atmospheres. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported the 65 % stenosed target lesion was located in the mild tortuous and mild calcified artery. The balloon ruptured upon second inflation.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).